Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: 2010-(B)(6), product type accessory. Product ID 8709, lot# j11346r02, implanted: 2002-(B)(6), product type catheter.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). A refill performed on (B)(6) had an erv of 3.1 ml and the arv of 1 ml. On the day of report, the erv was 2.6 ml and arv was 0.5 ml. It was noted that prior to these two refills, the pump had been generally off by 1-2 ml. The patient has had no symptoms. At the time of report the pump had been filled and updated. Additional information received later reported the patient never noticed much change. The patient complained of slightly more pain but that was all. The pump was used to infuse ketamine, baclofen, and morphine. No interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.